Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level ranging from 337 to 397. The suspected cause was unknown. The customer delivered a bolus via the pump and administered a manual injection. A system check was performed with tandem technical support (cts) and no issues were identified with the pump however the customer declined to remove the site. Additionally, it was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer's blood glucose level ranged from 250 to 350 mg/dl at the time of the alerts. The customer administered a manual injection and delivered a bolus via the pump. Cts educated the customer regarding the alerts and the customer acknowledged. During follow up with cts, the customer confirmed that bg levels had stabilized to 78 mg/dl.